Event description:
A customer reported that a footswitch stopped working during a cataract procedure and it was replaced by another footswitch. The cable remained plugged into the unit. The procedure was completed without any further issue. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined onsite. The company representative did not indicate finding any issues that would be associated with the reported event. The footswitch cable was replaced. The system was tested and found to meet product specifications. The footswitch was manufactured on 02/12/2013. The product met specifications at the time of release. The footswitch cable (which is part of the console), was determined to have attributed to the reported event, but how the footswitch cable became nonconforming is inconclusive. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).